Event description:
It was reported that the patient presented to the hospital for pain due to recent hv therapies. Interrogation of the device showed an alert for possible output circuit damage after a high voltage therapy delivery. After the pocket was opened, insulation anomaly and exposed conductors were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received 22.3 cm of the proximal portion of the lead was returned. The reported insulation anomaly and exposed conductors were confirmed. Two external abrasions due to friction to the ICD can were noted between 12.5-13.1 cm and between 16.4-16.7 cm. At the location between 16.4-16.7 cm, one of the two rv cables was melted.